Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: tad; guide cath: 6f jb1 slip, stent delivery system: rx acculink (x2). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the emboshield nav6 was positioned in the mildly calcified left internal carotid artery. Two rx acculink stent delivery systems (sds) were unable to cross the target lesion. During the removal of the second rx acculink sds, the sds, shuttle sheath, and the emboshield nav6 slipped into the aortic arch. The emboshield nav6 was removed within the retrieval catheter and was unable to be re-inserted into the left common carotid artery despite several attempts at re-accessing the artery. A second emboshield nav6 was inserted without further incident. The xact was successfully implanted in the target lesion. After the stenting procedure, the patient experienced hypotension that was treated with a dopamine drip for two days. The condition resolved and the patient was discharged two days after the procedure in stable condition. There was no adverse patient sequela. There was no additional information provided.